Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose was 102 mg/dl. The customer went swimming with the insulin pump on. The customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.